Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following results:a visual inspection of the pump confirmed moisture behind the display screen. The battery compartment was found to be cracked and the battery cap threads were damaged; the cap was unable to fully tighten on to the pump. The pump was able to power on with the returned cap; however, the display screen was blank. The power issue was unable to be fully investigated to the blank display. The pump failed a leak test due to the battery compartment crack. The pump cover was removed and evidence of moisture contamination was found in the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.